Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #:(B)(4). Investigation summary : no device associated with this report was received for examination. DHR review: product description: sol sys 10.5 mma 6in. Product code: 157142000. Lot number: c38709. 1) quantity manufactured: (B)(4). 2) date of manufacture: 5/31/2016. 3) any anomalies or deviations identified in DHR: no. 4) expiry date: 4/30/2026 . 5) IFU reference: (B)(4). As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : DHR review: product description: sol sys 10.5 mma 6in. Product code: 157142000. Lot number: c38709. 1) quantity manufactured: (B)(4). 2) date of manufacture: 5/31/2016. 3) any anomalies or deviations identified in DHR: no. 4) expiry date: 4/30/2026 . 5) IFU reference: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Hcp is reporting to nca/ bfarm: "presentation in the emergency room on (B)(6) 2023 with pain in the right hip that had been present for 2 days. No trauma. X-ray in emergency room showed prosthetic socket fracture. Solution mma socket on the right was changed in 2016 from an s-rom prosthesis in 2016 - stem fracture after cementless hip tep on the right, pi 2008, change to revision stem 2016. Change to revision stem transfemoral on (B)(6) 2023: unilateral hip tep change with inlay change, transfemoral stem change to revitan revision stem 200x14 mm + 95 mm proximal, cable cerclage, ceramic head 28 mm, size s.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.